Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the complaint device found the tip of the device was damaged/deformed. Additionally, it was noted that there was paint missing from the tip. Based on the device's manufacture date it was determined that the condition of the device was attributed to a supplier manufacturing process. A correction has been implemented: additional visual examination steps have been added to capture tip defects. It was confirmed that this complaint device was manufactured prior to the implementation of this correction. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Additional information:the account provided clarification which revealed that the tip was melted.

Event description:
It was reported to boston scientific corporation that a contour ercp cannula was used during a procedure for deployment of an enbd tube. According to the complainant, during the procedure, wear and tear was noted to the tip of the device under endoscopic image. The procedure was completed with another contour ercp cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
The account provided clarification which revealed that the tip was melted.